Event description:
It was reported that the vns patient passed away. The patient¿s neurologist did not have any additional information regarding the patient¿s death. The cause of death is unknown. It is possible that the patient passed away from sudep; however, no definitive conclusions can be made with the available information.